Manufacturer narrative:
One device was returned for repair with the complaint that the device exhibited a travel course error/check clutch plunger lever. No previous repairs noted in the last 12 months. Event log did not show any errors. Visual/functional testing was performed. Unable to confirm the complaint by using onboard diagnostic tests and could not duplicate customer complaint. The device was not repaired since no problem was found.

Event description:
It was reported that the device exhibited a travel course error/check clutch plunger lever.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.